Event description:
Patient placed on ventilator (new admission), ventilator alarmed...error code #9901 appeared on screen, patient removed from ventilator - manually ventilated until new ventilator placed. Manufacturer evaluated ventilator found " flow sensor problem", part was replaced as well as. Circuit board.